Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the right iliac artery was found to have dilated over the course of 5 months causing the 16x16x156 endurant stent graft to retract into the aneurysm sac resulting in a distal type I endoleak. The limb was cannulated followed by implant of a 16x20x124 endurant stent graft over a stiff wire and deployed down into the hypogastric artery with approximately 3.4 cm of seal to successfully resolve the endoleak. The remainder of the graft remained intact with good apposition. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (disease progression). Evaluation conclusion: inherent risk of a procedure (endoleak). Device failure related to patient condition (disease progression).